Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device underwent an ear noise and throat (ent) surgical procedure. The patient was noted to be septic post-procedure. Noise from the surgery was oversensed on both the right atrial and right ventricular leads. A code 1007 also occurred on the crt-d device around the same time. A code 1007 indicates that the device capacitor charge time exceeded the 45 second limit. It was noted that an automatic capacitor reform was performed by the device approximately one hour after the code 1007 with a resulting capacitor charge time of 9.7 seconds, which is normal. It was indicated by the registered nurse that the patient did not undergo a magnetic resonance imaging (MRI) scan. Device data was downloaded and submitted for boston scientific engineering analysis. Engineering analysis of device data indicated the initial device charge triggered the code 1007 and exhibited an inconsistent or low charging current, which is not consistent with internal short within the high voltage capacitor but could be the result of an exposure to a large magnetic field. It was noted that without confirmation of an MRI or other large magnetic field exposure, the cause of the device malfunction is unknown and device replacement is recommended. The boston scientific field representative subsequently confirmed that patient was still in anesthesia care in the operating room when the code 1007 occurred, and not in an MRI scan. Boston scientific technical services (ts) again stated that in the absence of an MRI, the crt-d device is recommended to be replaced because the cause of the code 1007 cannot be explained. Additional information was provided by the representative that a do not resuscitate (dnr) order was made for the patient, crt-d device tachycardia therapy was intentionally programmed off and the patient passed away 13 days after the surgical procedure due to the sepsis infection. The crt-d device was not explanted.